Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: air/water-tube has foreign objects the most probable cause of the identified failures is cause traced to failure to follow instructions. In addition, the use of products that contain silicone like simethicone can cause deposits of white foreign material. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited air/water tube has foreign objects. There was no patient involvement.